Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus was delivered to address bg. Technical support provided education to the customer, who understood and acknowledged the information. Customer successfully resumed insulin delivery, and no further assistance was required.